Event description:
My implant felt broke a month after surgery. Dr did not believe me. I moved to (B)(6) and the dr found the ruptured implant on the right and left breast. Sent me to a surgeon to have them removed. I am still under medical care. The silicone is still having to be removed from my left breast. The left breast ruptured about 1 month after implant surgery. Dr (B)(6) in (B)(6) said nothing was wrong. I knew he was lying to me. He offered no help. FDA safety report ID# (B)(4).